Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. The sample appeared to have residue throughout. An in-house presto inflation device was used to inflate the balloon and water was noted streaming from the catheter shaft. Water was also noted streaming from the proximal end of the balloon. The balloon fibers were stripped and under microscopic examination, a partial compound rupture was noted to the balloon. Break was also noted to the inner guidewire lumen. No other functional testing performed. One photo was provided and reviewed. The photo shows the conquest device being held in a transparent bag. The inner packaging of the device can also be seen. Residue is seen on the balloon. No specific anomalies noted. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon. The investigation is also confirmed for the identified inner guidewire lumen break as a break was noted to the inner guidewire lumen. A definitive root cause for the reported balloon rupture and identified inner guidewire lumen break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly blast at 22 atm. Further it was reported that the balloon was removed from the sheath and the balloon was allegedly found to be leaking. The procedure was completed using another balloon. There was no reported patient injury.